Event description:
It was reported that during a coronary artery bypass graft (CABG). While using the device the mechanical device fired crooked clips. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Jaws unable to open, open after assisted. Eval summary: the analysis results of the device found that it was received in good visual condition. The device was cycled and the jaws remained in closed position. The trigger was manually assisted in order to open the jaws and feed the clips; one pear shaped clip was released. The remaining nine clips were conforming. A batch record review was performed and no anomalies were found during the manufacturing process.